Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during use on the homechoice (hc). Caregiver (cg) stated, he was having issues with the hc last night, so he turned the hc off. Cg stated, he would like assistance to start over with new supplies. Cg stated that he discarded the supplies this morning. Technical service representative (tsr) explained the alarms to the cg. Tsr explained that the cg could setup the hc with new supplies. Product surveillance followed up (B)(6) 2010 with the peritoneal dialysis (pd) nurse who reported there was no patient injury or medical intervention associated with the se 2240 (air in set). No other information related to this event was known. The nurse reported that in (B)(6) 2010, the patient had switched to hemodialysis due to hp choice, it had nothing to do with the hc device or any baxter products. Patient continued to use the transfer set up until switching to hemodialysis.

Manufacturer narrative:
(B)(4).